Event description:
The customer reported an air leak was observed during reprocessing of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found adhesive was missing from around the forceps cover. This report is being submitted for the malfunction found by service during the device evaluation [adhesive missing].

Manufacturer narrative:
During inspection and testing of the returned device, service confirmed there was a leak at the elevator channel connector. Blunt scratches were observed on the probe housing and control body. Adhesive from the bending section cover (a-rubber) was peeling. Switch #1 was cut. The insertion tube had sharp scratches near the 80 mark and snakiness. The control body scope cover had moisture and corrosion. The scope connector mouthpiece was loose. The control knob was scratched. The control knob had play. There was grinding when the forceps elevator riser was retracted to the open position. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the missing adhesive around the forceps cover was due to forces that were applied to the device. The root cause of this event was unable to be identified. The following is included in the instructions for use (IFU): ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.